Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional perclose proglide devices mentioned are being filed under separate manufacturer report numbers

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using three proglide devices after an unspecified procedure. Reportedly, an unknown device failure occurred with three proglide devices and the devices were reportedly faulty. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device operates differently; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.